Event description:
On (B)(6) 2010, I had the essure procedure done and the hsg test 3 months later that confirmed my tubes were blocked. Everything seemed fine at first, but then I noticed my energy was declining and my periods were becoming extremely heavy, painful, irregular, and full of clots. I also began getting frequent migraines, dizzy spells, utis/other vaginal infections, kidney infection, major bloating in my stomach, sharp stabbing pains by my ovaries, frequent/urgency to urinate, swelling in hands and feet, mood swings, and just generally felt as if my health was getting sucked right out of me. I have been to three different doctors that ran test after test that came back normal. I believe my body has rejected the coils and reacted to its fibrotic response caused by the pet fibers in the inner lining of the essure coils. My doctor now has decided to give me a hysterectomy on (B)(6) to remove my uterus and the tubes with coils to at least relieve my heavy painful periods. Essure has ruined my life. Prior to essure I was a vibrant, energetic, happy mother to 3 little boys. Post-essure I barely have the energy to get out of bed in the morning. I have also collected all of my medical records and learned that the doctor had troubles placing the left coil due to poor visualization. She had to pull it out because it wasn't placed in far enough and replaced it with a different essure coil. I also had another hsg test in (B)(6) 2013 to check placement. The ends of the coils look broken and split to me, and the radiologist that read them seemed very inexperienced reading essure hsg results. He thought I was there for my 3 month blockage test. Conceptus needs to stop advertising essure as this perfect miracle device because it is far from it. They just keep saying that essure is made from the same trusted material as heart stents. If I would have known they were made from stainless steel, nickel/titanium, and pet fibers I would have never gotten essure done just based on knowing what happens to me when I wear jewelry with nickel in it. I swell up, itch, and bleed from it. I am very disappointed the FDA didn't study the safety of essure longer before allowing conceptus to use thousands of women as lab rats. Very disappointed and hurt by all of this. (B)(4).

Event description:
Add'l info rec'd from rptr (B)(6) 2014: I was implanted with essure in (B)(6) 2010. I then noticed my abdomen began to swell, I was constantly tired, my period was heavy painful and full of clots, I bled in between periods, I missed periods, I had constant migraines and headaches, constant pain in the area of the device, my back hurt, my joints hurt, my memory was foggy, I had constant utis or bv infections, I tested positive for a kidney infection, I would spike fevers, experience vertigo, painful intercourse, constant vaginal discharge, my bladder weakened, unexplained nausea and vomiting, hair loss, and more I'm sure I'm forgetting to list. I just felt the over all feeling of weakness, like my body was deteriorating.